Event description:
The customer reported the unit was giving error code message of data acquisition (da) pcba adc failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
The failure investigation (fi) lab received data acquisition (da) pcba for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was tested into the fi test ventilator and no failures were identified. The root cause for the reported issue could not be determined due to no failures were identified.